Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have failed engagement test based on log review. There were 10 engagement failures on the pitch axis observed via instrument logs. The instrument was tested multiple times and passed the recognition and engagement test. Additional observations found unrelated to the reported complaint included: the clip applier instrument failed the clip test due to misapplication of the clip, the instrument passes engagement and able to retain clip through engagement but could not apply the clip onto the tubing. The instrument was found to have one or more of the housing snaps broken. The broken piece was not returned, measuring roughly 3.90mm x 5.15mm in size. The housing snaps were located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps did not show damage. The instrument housing was removed, and the inspection found a corroded/contaminated identification board. The rfid substrate exhibited extensive discoloration/contamination.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not recognized by the system. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was further evaluated by the intuitive surgical, inc. (Isi) failure analysis engineer (fae), and the initial findings were partially confirmed. The instrument was placed on an in-house system and passed recognition and engagement. Clip application was tested and was successful two times. The previous finding of a failed clip test was not confirmed, there appeared to be no clipping issues with the instrument. All other findings were confirmed. The engagement error in the logs was unable to be replicated. No damage was observed to the cables or inputs. Thus, the root cause of the engagement failure is not determinable at this time.